Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced high blood glucose. The customer's blood glucose was over 600 mg/dl at the time of incident. The customer's blood glucose was over 600 mg/dl at the time of call. The customer's blood glucose was over 600 mg/dl at the end of call. The customer stated that she treated her high blood glucose with manual injections. The customer performed troubleshooting and did not found air bubbles, leaks, insulin issues and site issues, and setting issues. The customer performed high pressure test twice and the insulin pump passed. The customer was advised to go to the hospital. The customer's blood glucose was not coming down. The insulin pump will not be returned for analysis.